Event description:
It is reported the system displayed an a to d channel error. The fe confirmed the system was down and unusable. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage regulator board, generator interface board, fluoro functions board, filament regulator board, backplane, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.